Event description:
It was reported that an adverse event occurred. The patient experienced hypoglycemic injury following poor patch adhesion. The patient experienced poor patch adhesion after bathing, resulting in the sensor becoming unadhered. As a result the patient did not have cgm readings, alerts, or alarms. It was not reported how long after the patch became unadhered the patient developed symptoms. The patent was not monitoring their blood glucose by alternate means following poor patch adhesion. The patient experienced hypoglycemia and seizure. The patient stated that his girlfriend called emergency medical services (ems) and he could not recall details about the intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.